Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the device was used for tevar to treat thoracic aortic aneurysm (taa). The target site was zone4. The physician attempted to advance the delivery system form the left femoral artery, but it could not be advanced. Then, he made an attempt to advance the delivery system form the right femoral artery, but the attempt also failed. Therefore, the procedure was cancelled. Patient outcome: the additional treatment plan is undecided, but the physician plans to use a stent graft with smaller diameter and will be released, or do nothing.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: according to the reported information, the physician attempted to advance the delivery system from the left femoral artery, but it could not be advanced. Then, he made an attempt to advance the delivery system from the right femoral artery, but the attempt also failed. The procedure was cancelled. There were no adverse effects to the patient reported. The customer is thinking about using a smaller diameter stent graft or do nothing, however the additional treatment plan is undecided. According to additional information the diameters of the access vessels was nearly 7 mm. No further information regarding the anatomy was provided, however the cook representative informed that a 18fr sheath could have passed through the access vessels where a stent graft had already been placed. The complaint of being unable to advance the device is confirmed based on the reported information. Preprocedural imaging or sizing information was not provided for the investigation. As per instructions for use (IFU) for this device, the introducer sheath outer diameter (od) for the complaint device is 7.1 mm. Advancement through a reported previously implanted stent graft, inside approximately 7mm diameter access vessels may have contributed to the event. However as no preprocedural imaging, planning info or imaging of the event was available, it has not been possible to determine the cause of this event. As per IFU, adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft. The device history record was reviewed for the final product lot (e3801693), giving no indication of non-conforming product in house. The device lot is a one-device lot. It is therefore concluded that there is no indication that nonconforming product exists in house or in field. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.